Event description:
It was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation procedure in 2007. At the beginning of the procedure, our endometrial ablation system generated an alarm stating a fluid loss (rate of loss unknown). This occurred during the heating up phase, after the physician attempted to place the scope. The procedure was aborted immediately. Post procedure, the physician noticed three perforations in the uterus. The physician may have inadvertently perforated the uterus during placement of the scope. No further information forthcoming.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The may 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.